Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, the patient¿s cgm displayed a reading of 381 mg/dl. No blood glucose (bg) meter comparison was performed at that time. The patient reported experiencing muscle cramps in the legs, dizziness, unsteadiness, and an inability to eat. To manage the symptoms, the patient self-administered 1200 mg of tylenol. The following day, on (B)(6) 2025, the patient attended a clinic appointment for evaluation. At the clinic, the cgm reading remained at 380 mg/dl, while the bg meter showed a significantly higher reading of 505 mg/dl. Based on these findings, the patient was advised to go to the emergency room (ER). At approximately 4:30 pm, the patient arrived at the ER. The cgm reading was still 380 mg/dl, and the bg meter reading was 490 mg/dl. Due to ongoing leg cramps, the patient required the use of a wheelchair. Treatment included IV fluids and novolog insulin. By 6:00 pm, the patient was discharged home. At discharge, the bg meter reading was 437 mg/dl, while the cgm continued to display 380 mg/dl. The patient was advised to increase fluid intake and follow up with their regular physician within 48 hours. At the time of the report, the patient stated they were feeling ¿a little bit better.¿ no data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm displayed a reading of 381 mg/dl on (B)(6) 2025. The reported glucose values fall within the b zone of the parkes error grid was taken during the clinic appointment on (B)(6) 2025 and while checked in the ER. The reported glucose values fall within the a zone of the parkes error grid at discharged. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.